Event description:
The patient reportedly received a 3rd degree burn to the arm during MRI examination.

Manufacturer narrative:
(B)(4). The user reported that, during MRI examination, the patient's arm was burned where the invasive pressure transducer was located. The burn reportedly was a straight line burn (size 2 inch by 1/2 inch) located underneath the ibp transducer and was reported to be 3rd degree. The ibp transducer was taped to the right humerus and melted during the MRI examination. The burn reportedly required treatment and it was stated that the nurse/technologist applied a cool towel to the affected area. It is not known if additional treatment was required. A field service engineer (fse) from the patient monitoring device manufacturer was dispatched to the user facility. The fse reported that the user was not sure if the patient monitoring device contributed to the incident, but they wanted to know if there were any voltages coming from the patient monitoring device. The fse performed electrical safety and performance checks on the patient monitoring device and the patient monitoring device was found to be within specifications and performing as expected. The ibp transducer in use was a truwave disposable pressure transducer [ref px260], which is not made by the patient monitoring device manufacturer. The transducer was positioned horizontal to the patient's heart and was taped to the right humerus. The transducer was found to be burned/melted after the MRI examination concluded. The position of the burned cable matched with the location of the patient's injury. The ibp transducer was located inside the MRI bore during examination and was lying on the patient's bare skin. It is not known if the ibp transducer/cable was looped during MRI examination. While investigating this incident, the fse from the patient monitoring device manufacturer raised some questions about the identify of the actual ipb transducer used during the case. Two different packages of transducers were found at the user facility and both were labeled as "ref px260". One of these transducers was labeled as mr conditional, but the other was not labeled as mr conditional. The MRI manager told the fse that they used the transducer in the packaging marked as mr conditional. However, there is a reasonable chance that the transducer without the mr conditional label may have been used since both transducer were labeled with the same ref number. Since the ibp transducer is not manufactured or supplied by the patient monitoring device manufacturer, it is not known if the transducers in these packages are the same or different and if one can be used in the MRI environment and the other should not be used in the MRI environment. The fse reported that the both transducers look identical to the naked eye. For the purposes of our investigation, the patient monitoring device manufacturer presumed that the transducer used was the one labeled as mr conditional. There is no evidence that the patient monitoring device or patient monitoring accessories failed to work as intended, failed to meet specifications or caused/contributed to the patient's reported injury. The investigation found that the likely cause of the patient injury was that the ibp transducer was allowed inside the MRI system bore during examination and was lying on the patient's bare skin. It is also possible that the ibp transducer was looped across itself, which would have also further exacerbated the problem. The ibp transducer used during the incident ("ref px260") is acceptable for use with the patient monitoring device, but the transducer is not intended for use inside the bore of the MRI system and should not be in contact with the patient's bare skin during the MRI examination, according to the patient monitoring device's instructions for use and the ibp transducer's directions for use and supplemental information. The patient monitoring device manufacturer. Analysis of this data found that here is no a systemic issue with this patient monitoring device and reported patient burns (both those related to ibp specifically and not related to ibp). Also, this data analysis found that there is not a systemic issue with burns caused by mis/incorrect use of the ibp transducer with any MRI patient monitoring device made by the manufacturer. As a result, no additional investigation or action is warranted by the patient monitoring device manufacturer. The user facility indicates that they are now in communication with the ibp transducer manufacturer with regard to their training process for sites using their transducer sets.